Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation, however, the unit was repaired before it was evaluated by a complaints technician. Based on the repair diagnostic codes, the unit had a cracked/peeling insulation at the tip of the shaft. Therefore, the reported failure mode can be considered confirmed. The possible root causes can be due to: (1) user misuse and/or (2) improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.